Event description:
It was reported that the patient reported dizziness and heard an audible alarm. It was shown that the left ventricular (lv) lead had a sudden drop in impedance and the impedance was low. The lv lead remains in use. The patient was a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Event description:
Furthermore, the patient's device alerted for left ventricular (lv) lead low impedance this time during a procedure. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)